Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed self test. Device passed off no power test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s friend reported via phone call that the customer experienced hypoglycemia and the insulin pump had a black screen. The customer's blood glucose level was 11 mg/dl at the time of the incident. The customer stated that the contacts on the battery cap are neither missing nor damaged. When the customer removed the battery at the time, the insulin pump did not alarm insert new battery. The customer stated that the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.